Event description:
On (B)(6) 2009, the pt reported that on (B)(6) 2009, she experienced air bubbles in the insulin cartridge. She stated that the air bubbles formed immediately after changing the insulin cartridge and infusion set. She stated that she adjusted the piston rod to 305-310 units prior to inserting the insulin cartridge. She stated that 3 days later, when she changed the insulin cartridge and reused the same infusion tubing, no air bubbles formed. She did not adjust the piston rod when she changed the insulin cartridge the second time. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge and infusion set were requested to be returned for eval.